Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient showed signs of an allergic reaction post implant. Allergy testing was recommended, however, the patient did not return for the test.